Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the threshold suspend was triggered. Customer's blood glucose was 158 mg/dl and sensor glucose was 47 mg/dl. Customer reported to have received calibration error alarms and change sensor alarms. After troubleshooting, customer was advised that the sensors will be replaced. Customer agreed to return the sensors for analysis.